Manufacturer narrative:
The insulin pump was received with a blank display. The problem was isolated to the mother board.

Event description:
The customer called to report a blank display. Troubleshooting was performed, and the display remained blank. The customer stated that the insulin pump was dropped, but not exposed to moisture. Nothing further was reported.